Manufacturer narrative:
(B)(4). H6 : tasp top- mechanical (g04) - provisional top. Visual examination of the returned product found them to exhibit signs of repeated use and were fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02612.

Event description:
It was further reported that the instrument was found fractured in the sets at the office and was set aside for replacement. Attempts have been made and all available information has been provided.